Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: raidoo n, manzie t, vujcich n, mian m, bobinskas. Rigid versus non-rigid fixation for bilateral angle of mandible fractures: a 10 year perspective. Advances in oral and maxillofacial surgery 8 (2022) 100374. Https://doi.org/10.1016/j.adoms.2022.100374 objective/methods/study data: the purpose of this retrospective study is to largest review of patients with bilateral mandibular angle fractures and to identify the factors in determining the need for either rigid or non-rigid fixation for a particular fracture pattern. Between january 1, 2008 and june 30, 2018, a total of 56 patients (53 male and 3 female, with a mean age of 28 ranging 16-58) were included in the study. These patients were divided into two group (non-rigid type group consist of 45 patients and rigid type group consist of 11 patients) treated with depuy synthes matrix and combi hardware (combination of transoral and transoral/transbuccal placement. Follow-up for patients was 0-109 months (mean 12 months; median 28.5 months). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes matrix. Adverse event(s) and provided interventions possibly associated with unk - plates: matrixmandible and unk - screws: matrixmandible (qty 10) -patient case number 1 had screw or plate loosening at 3 months. This patient return to theatre and removal of hardware was performed. -patient case number 2 had screw or plate loosening at 6 months. This patient return to theatre and removal of hardware was performed. -patient case number 5 had screw or plate loosening at 5 years. This patient return to theatre and removal of hardware was performed. -patient case number 7 had screw or plate loosening at 8 years. This patient return to theatre and removal of hardware was performed. -patient case number 8 had screw or plate loosening at 2 months. This patient return to theatre and removal of hardware was performed. Adverse event(s) and provided interventions possibly associated with unk - constructs: matrixmandible plates and screws (4) -patient case number 3 had malocclusion in 1 day. This patient return to theatre for the replacement of hardware. -patient case number 4 had infection at 16 months. This patient return to theatre and removal of hardware was performed. -patient case number 6 had pain at plate site at 1 month. This patient return to theatre and removal of hardware was performed. -one patient required occlusal adjustment at 3 weeks for managing a posterior open bite.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.